Manufacturer narrative:
(B)(4). No button error alarm noted during testing. Unit had unresponsive buttons due to flattened (creased) all buttons dome switch. No unlocked j2 or lcd keypad connector noted. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify failed battery test alarm due to unresponsive button. Unit had minor scratched lcd window. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's buttons were worn out, screen had scratch and insulin pump rejected the new batteries. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.